Event description:
Pump was reported to issue failure code 533:320:717:0000 during clinical use in the ICU. The failure code will result in an alarm and stop the channels in use. The pt's b/p was reported to drop. The pump was swapped out and therapy continued. The pt returned to pre-incident status. No pt injury resulted.